Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicator (eri) and a medical personnel expressed dissatisfaction with respect to longevity.